Event description:
According to the complainant, during the procedure, the prolieve system's anchoring balloon apparently burst inside the patient. The physician removed the balloon and successfully completed the procedure with another prolieve thermodilatation kit . No patient complications were reported as a result of this event. The patient's initial condition was reported as "uncomfortable", but is "ok" now. Follow up report: while removing catheter from patient, no water could be extracted from the anchoring balloon, physician assumed the balloon leaked. It is unclear if the balloon burst, the patient did not experience any unusual discomfort. The uncomfortable information noted in patient conditions notes is based on the initial catheter placement. The catheter was removed from the patient with ease and a small hole was noted on the anchoring balloon. The procedure was completed with another prolieve thermodilatation kit, and patient's condition was reported as "good" with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A review of the device history record for the prolieve thermodilatation kit lot # 0000604022 was performed; no anomalies were noted. Other: device expected but not received.